Manufacturer narrative:
E1: initial reporter facility name: (B)(6) e1: initial reporter address: (B)(6). The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, a leak from the access screwed connector was observed. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the access connector of a prismaflex m150 set during continuous renal replacement therapy in the intensive care unit. The volume of blood loss was not known. There was no report of patient injury or medical intervention associated with this event. No additional information is available.